Manufacturer narrative:
Remains implanted.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. It was noted that the aortic body stent graft was positioned below the intended landing zone, and the final angiogram showed the presence of a potential type ia endoleak; however, it could not be definitively determined to be a type ia endoleak. As of the date of this report, there have been no additional patient sequelae reported and the patient will continue to be monitored.